Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), a rotated heart, and porous leaflets. The first clip (B)(6) was implanted centrally and had very mobile leaflets. There was a remaining jet lateral to the clip. A decision was made to implant a second clip [(B)(6)] to further reduce the mr. The second clip was caught in chordae at the lateral commissure, and unable to invert due to the entanglement. The second clip was implanted on anterior and posterior leaflet segment 1 (a1/p1). Perpendicularity to the line of coaptation was restricted due to the entanglement. A third clip (B)(6) was selected to implant for stabilization and to further reduce the mr. The clip selection was revised due to a single leaflet device attachment (slda) of the second clip. The mr increased and a1 was detached. It was noted that the third clip was unable to grasp both leaflets and a larger clip size was needed. There was no contact between the third and second clip. A fourth clip (B)(6) was selected to stabilize and reduce the mr, but was unable to grasp the porous leaflets. An slda occurred with the first clip, and a2 was detached. Per the physician, the slda was due to the porous leaflets. The mr remained unchanged. The decision was made to perform surgical intervention, as the leaflets were too porous and could not be grasped.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The cause of the reported clip caught on chordae was unable to be determined. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.